Event description:
During the accuracy check with pointer probe, the result of mean error was about 18mm. Robot arm always moved to the wrong position which is different from the programming data (x,y,z values). Point probe also can¿t pass the applicative test.

Manufacturer narrative:
It was reported that two pointer probes and the optical distance sensor failed accuracy tests, but applicative test with contactless registration passed. Upon investigation of software logs it was determined that the problem was caused by a file corruption or a unwanted setting of the robot parameters. It was advised to perform a recalibration of the robot.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the accuracy check with pointer probe, the result of mean error was about 18mm. Robot arm always moved to the wrong position which is different from the programming data (x,y,z values). Point probe also can't pass the applicative test.